Manufacturer narrative:
Troubleshooting was not performed due to pain. A replacement breast pump was sent to the customer. On (B)(6)2017, in follow up with the customer, she confirmed that the she had mastitis on (B)(6)2017 and was prescribed antibiotics. She also stated that she is no longer using the pump in style breast pump and no longer has mastitis. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6)2017, the customer alleged that her pump in style breast pump had low suction. She also reported that she had mastitis and was put on medication in (B)(6) and that she no longer uses the pump. She now rents a hospital grade pump.